Event description:
The customer contacted beckman coulter, inc. (Bci) to report 1 erroneously low creatine kinase (ck) result for 1 patient sample assayed on the synchron lxi 725 clinical system. The patient result was not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer reported that quality controls for ck were within the laboratory's established ranges at the time of the event but were recovering on the lower end of the ranges. The customer reported that the original ck result did not fit the clinical presentation of the patient. The customer repeated the ck assay on the patient sample and obtained a higher expected result. The customer then repeated the ck assay on another blood collection tube drawn at the same time as the original one and consistently obtained higher ck results. The customer reported that a fibrin clot in the original sample may have contributed to a short sample. A service call was not requested for this event. While the customer suspects that a fibrin clot may have contributed to a short sample, a definitive root cause has not been determined for this event.

Manufacturer narrative:
Method: troubleshooting with the customer performed on the telephone. Result: discrepant result generated. Conclusion: a definitive root cause has not been determined for the event. Suspected short sample due to fibrin clot may be a contributing factor to the event.